Event description:
Unstable trauma patient came into operating room 1. We attempted to start rapid transfusion using the belmont. It briefly ran then flagged with an error message, then we attempted to restart it and it wouldn't turn back on. We verified that it was plugged in.